Event description:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 12/9/2013 with the following findings: the meter was found to have a dirty spc pin. The subject meter failed testing for the apply sample issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.